Event description:
It was reported that the right atrial (ra) lead had a high threshold and was causing muscle stimulation. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: sedr01 implantable pulse generator (B)(6) 2008; 4092 implantable pacing lead (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.